Event description:
It was reported patient came in to disconnect and the pump was alarming and read 0. No patient injury was reported.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. If the product is returned, the manufacturer will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.